Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both the right atrial and right ventricular lead exhibited noise. It was noted that both leads were fractured. The patient presented on (B)(6) 2018 for lead revision procedure and the leads were explanted. The patient was stable after the procedure.